Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that on 2016 veralist product failed. Device did not adhere to the bone structure, moved, and caused loosening and pain on the left hip. Further information is unknown. A quantity of 5 hip replacements were performed, it is unknown to which hip belongs each one.